Manufacturer narrative:
The device was returned to the repair site for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: cable crushing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the camera head had no image. The issue occurred during preparation/prior to sedation for a therapeutic laparoscopic surgery procedure. The procedure was completed using a similar device. There were no reports of patient harm.